Event description:
It was reported that the device continuously activated.

Manufacturer narrative:
Alleged failure: continued to run after activation without anyone pressing another button. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be a probe short due to a fluid ingress, an internal leak due to a broken/damaged bond of the polyimide, and suction tubing. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device continuously activated.